Event description:
The customer reported observing a pool of liquid of approximately 5 milliliter on the cover over the reagent compartment of the unicel dxc 600i synchron access clinical system. The customer was wearing personal protective equipment consisting of gloves, glasses, and a laboratory coat at the time of the event and there was no report of exposure or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered liquid on the reagent compartment cover. The fse determined that the reagent probe b collar wash valve had failed, and proceeded to replace the valve to resolve the leak.